Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient expired. The patient had a history of emergency room visits due to copd, bronchitis, pneumonia, and chf. He was advised to quit smoking. The clinic lost contact with the patient after (B)(6), 2012. Multiple attempts were made to contact the patient when in (B)(6) 2014, a family member requested all contact to stop as the patient had expired. Records retrieved by the clinic noted that the patient was admitted in (B)(6) 2012 for dyspnea, hypoxia, and pneumonia. It was also noted that the patient was on amiodarone for recurrent cardiac arrhythmia. The physician was not able to retrieve patient or device interrogation records, and was unable to determine if the device had any relation to the patient death. No further information is available at this time.